Manufacturer narrative:
A2: dob and weight are unavailable per account.

Event description:
It was reported cardiac perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a watchman flx pro closure device were selected for use. The initial transseptal puncture (tsp) was performed using an nrg radiofrequency (rf) needle and the baylis versacross. The versacross was then exchanged for the was sheath. The was sheath along with a non-boston scientific (bsc) intracardiac echo (ice) catheter were then advanced into the left atrium (la). At this time, it was noted that fluid was accumulating in the transverse sinus space, and a pericardial effusion with tamponade was discovered. The procedure was aborted and pericardiocentesis was performed to treat the effusion. An unknown amount of fluid was drained and auto transfused back to the patient. The patient was taken to the operating room (or) for surgery where it was found that the ice catheter perforated the posterior wall of the la. The perforation was repaired in surgery, and the patient remained in the hospital overnight. There were no further complications, and the patient was discharged home the next day.